Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre-discharge check one day post implant, a chest x-ray was performed showing this left ventricular (lv) lead was found dislodged which resulted in loss of capture (loc). The lead was explanted and successfully replaced with another lead. There were no adverse patient effects reported.